Event description:
Customer reported experiencing a malfunction alarm, identified as malf 12, which could be reset initially but recurred after resetting the pump. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Cts assisted in resetting the pump but, upon recurrence of the issue, arranged for a replacement pump to be sent. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.